Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while filling the customer with insulin, customer broke the syringe needle while trying to force the entire needle into the cartridge. Cartridge was changed out. There was no reported impact to customer's blood glucose.